Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (batteries won't power up monitor) has been confirmed. Upon evaluation, the battery connector (j1) on the defibrillator board was found to be damaged, preventing the monitor from powering up. The root cause of the damaged battery connector cannot positively be determined but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the broken battery connector. The patient was issued a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he went to put the batteries in his monitor, and nothing happened. The pt was issued a replacement monitor.